Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return

Event description:
During preparation for a medical procedure, the hospital staff noted that the tip of the neuron max 6f 088 long sheath (neuron max) seemed to be bent and broken. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure.